Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation, the device was found in a fallback/safety mode, limited to one zone and pacing in vvi mode at 60 ppm.